Event description:
Hcp reported the pt was seen in the emergency room in 2002 for an infection of their device pump. Pt had the pump explanted and was treated with antibiotics. Another pump was implanted 12 days later. Pt is presently hospitalized with an infection after the pump replacement. A follow up report will be sent when additional info is received.